Event description:
It was reported that the patient was not receiving enough stimulation in the lower back and was having difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible battery. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.